Manufacturer narrative:
In absence of the defective device and the batch number, it was not possible to perform: a review of the batch record; a deeper expertise of the defect by the quality control lab. Consequently, the root cause of this complaint could not been precisely determined. According to the information received: the device was implanted on (B)(6) 2018 and the incident was observed on (B)(6) 2018, more than months after implantation. Regarding the phenomenon of separation of the catheter from the port, the most likely root cause would be a bad connection of the catheter at the time of the implantation. Unfortunately, the following information (venous access routes, implantation report, copy x-ray implantation, copy xray event) are not available in the notification summary transmitted by the FDA. No additional information has been provided to us. So it is not possible to confirm this hypothesis and to precisely identify the origin of the incident reported. No similar incident has been recorded for polysite reference 3017spi. Furthermore, the different steps for the fixation of the catheter on the implantable port are precisely described in the instruction for use (IFU) of polysite implantable ports (section IV-c: port insertion procedure of polysite pressure injectable implantable infusion port - IFU# cd00632_001). Other remarks: lot #, serial #, UDI #: because the batch number and serial number are unknown, the complete UDI is not available. Only the primary di has been documented (the package di is (B)(4)).

Event description:
According to the medwatch (mw5081802): "upon removal of mediport it was noted that the connector was not attached to the port itself. Fluoroscopy was used to determine where or if connector was still in the patient. Blunt dissection was utilized to retrieve connector with hemostats. No danger to patient was noted and no post procedure complication was noted". This information has been received from the distributor (B)(4) on 02 jan 2019 at perouse medical